Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40-99 mg/dl) and customer was "crashing". Customer consumed food to address bg. Customer reported pump settings were programmed incorrectly and healthcare provider had lowered pump basal rate.